Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted after three years. It was noted that threshold measurements were higher than normal; however, it could not be determined if this caused the battery to deplete prematurely. No adverse patient effects were reported. The field representative indicated the device was explanted due to normal battery depletion.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.